Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found deterioration/damage of adhesive, the adhesive additionally applied around the light guide lens and objective lens was partially missing and showed wear and tear, bending manipulation and insertion tube defect, and distal end defect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the forcepts instrument channel malfunction on the evis exera iii gastrointestinal videoscope. The issue was found during reprocessing. Inspection and testing of the returned device found foreign matterial cannot be removed even if the correct reprocess is performed due to the buckling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9 (return date was inadvertently left off the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was accumulated and clogged during the procedure. However, the foreign material was unable to be identified and the definitive root cause was unable to be established. The event can be prevented by following the instructions for use: "operation manual chapter 3 preparation and inspection states how to detect the event. Reprocessing manual chapter 5 reprocessing the endoscope states preventive measures." Olympus will continue to monitor field performance for this device."